Event description:
It was reported that: a pediatric pt was returned to the or post operatively for sternal debridement. Initial end tidal carbon dioxide reading was 56 mmhg, tidal volume was set at 12 ml/kg. Ventilation was changed from the volume mode to the pressure mode, carbon dioxide levels dropped to 40-42 mmhg. The user reported that he could not lower end tidal carbon dioxide using manual ventilation.